Manufacturer narrative:
H3: device evaluation: lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -9.5/1.0/109 (sphere/cylinder/axis), was implanted into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024, the lens was removed due to excessive vault. Cause of the event is unknown and the problem was resolved.

Manufacturer narrative:
Claim# (B)(4).